Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead returned with the tip missing, appeared to have ripped-apart. Stylet returned in lead. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. The lead body damage (lead was not able to be removed during an elective explant) allegation was confirmed based on the observation of a ripped-apart, missing tip on returned lead. The unretrieved device fragments (udf) ar code was addressed with the same coding as the confirmed device issue.

Event description:
It was reported that the tip of the right atrial lead was not able to be removed from the tissue as it is a passive lead. Therefore it was left in the right atrial and rest of the lead was explanted. New lead was implanted. Antibiotics were given to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead returned with the tip missing, appeared to have ripped-apart. Stylet returned in lead. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. The lead body damage (lead was not able to be removed during an elective explant) allegation was confirmed based on the observation of a ripped-apart, missing tip on returned lead. The unretrieved device fragments (udf) ar code was addressed with the same coding as the confirmed device issue.

Event description:
It was reported that the tip of the right atrial lead wasn't able to be removed from the tissue as it is a passive lead. Therefore it was left in the right atrial and rest of the lead was explanted. New lead was implanted. Antibiotics were given to the patient. No additional adverse patient effects were reported.

Event description:
It was reported that the tip of the right atrial lead wasn't able to be removed from the tissue as it is a passive lead. Therefore it was left in the right atrial and rest of the lead was explanted. New lead was implanted. Antibiotics were given to the patient. No additional adverse patient effects were reported.